Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump door latch was damaged. The pump was serviced to correct the issue. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump door had broken. They stated that this resulted in an approximately 12 hour delay of therapy and that the patient was unable to supplement their feeding by another method. Mmdg did follow up with the initial reporter, who stated that they were able to replace the device and that the patient did not have any adverse effects due to the complaint. No other information was provided. Complaint (B)(4).